Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 5.0 cm diameter abdominal aortic aneurysm. The aortic neck was described as a lobular neck measuring 21 proximally in diameter with about 6 mm of length. About 20mm below the renals, the neck measured about 31mm in diameter and at 35mm from the renals the neck measured 25mm in diameter. It was reported that after the stent graft was implanted with no issues an aortagram was performed and there was a type I endoleak present. The physician decided to use the aptus device. A 22mm guide was chosen with the aptus applier. All 10 anchors were used. After placing the anchors another aortagram was performed and the endoleak had been resolved. No further treatment was performed. The physician stated that the angle and shape of the neck were the cause of the event. The neck had a greater than 45 degree angle and lobular was in shape. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.